Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the conversion to open was due to the patient's anatomy.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the procedure was converted to open due to the patient¿s anatomy. The issue with the patient¿s anatomy that led to the surgeon¿s decision to convert was not provided. There were no post-operative complications.